Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started feeling tingling in toes that has climbed up leg on the same side of ins this morning. Pt reports it feels weak and numb, like foot is starting to wake up. Pt reports is having a hard time walking on leg. Agent walked pt through turning ins off. Pt reports it is starting to light up and will follow-up with hcp to discuss further. Patient called back stating they contacted the hcp and were told to call the manufacturer. Patient said the affected leg is on the same side as the device. Patient said the implant area is tight and they feel a pulling sensation in their inner leg. Patient said their foot is tingling like it is trying to "wake up", patient said the sensation goes up their leg and they have a weird sensation where the ins is. Patient also referred to their leg as stim being "numb" and having "cramping charlie horse" feelings. Patient said they have never experienced anything like this before. Redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.